Event description:
A customer reported that on (B)(6) 2011 during a procedure the laser system stopped working. Per the customer, the laser did not give a message. The incident was noticed while the device was inside of the pt. The physician completed the procedure with no harm to the pt by performing lithotripsy. The pt's current status was not provided.